Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was a low rate accuracy issue and no patient side occlusion. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bezel assembly (3rd party part caused low rate accuracy/ no patient side occlusion). Replaced rear case assembly (3rd party part). Replaced cracked door assembly with keypad and discolored membrane frame. A review of the device history record for (B)(6) was performed from date of manufacture 11/22/2010 to present date 11/23/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that there was a low rate accuracy issue and no patient side occlusion. There was no patient involvement.